Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range shock impedance measurements were noted on this device and right ventricular (rv) lead. Additionally, continuing noise was noted on the right atrial (ra) lead which caused a lead fracture to be suspected. Boston scientific technical services (ts) reviewed the available data and confirmed the rv shock impedance measurements were out of range. Ts recommended invasive testing. A new pace sense rv lead was implanted and the ra lead was removed from service. No additional adverse patient effects were reported.